Event description:
It was reported that the pt had an MRI for an unk reason. The pt's pump was not checked after the MRI. The pt went in to their health care provider for a refill. When the pump was interrogated, a motor stall was noted in the event logs with no motor stall recovery recorded. The pt stated that their spasms had returned since the time of the motor stall. The physician reported that the pt had a fever and that the pt's outcome was "non-serious injury/illness." The medication being delivered via the device system was lioresal.

Manufacturer narrative:
(B)(4)